Event description:
A trocar was introduced to repair an open fracture of the right mandible, the twist drill fractured while placing one of the screws. Doctor retrieved the bits and no other foreign body was found in the surgical area. The pt's health was not compromised.

Manufacturer narrative:
Product discarded by doctor. If further info is acquired that adds value to the content of this report and/or a conclusion can be drawn, a f/u report will be sent.